Event description:
Treatment of an avm. It was reported after injecting .5ml of onyx through the catheter, onyx could not be visualized under fluoroscopy. No patient injury reported.

Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Radio-opacity test was performed on the retained sample from the lot and was found to be within specification.